Event description:
It was reported that the patient was presented in clinic for a routine generator change. During procedure, a setscrew was found to be stripped and was unable to be remove. The lead tightened by the set screw was cut and capped. The pacemaker was explanted and replaced, and the patient was stable.